Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 the customer reported the external helium tank will not align to connect to the cardiosave hybrid cart. This issue is related to complaint # (B)(4) as the customer placed an order for disposable tanks back in (B)(6) 2023, and the disposable tanks arrived with misaligned pins and would not connect to the units. A getinge field service engineer (fse) arrived on site and confirmed this tank was from the same order as the previous complaint. Fse replaced with a new helium tank, and the unit is now working correctly. There was no issue with the screen and the customer was unaware of any issue with the screen. There was no patient involved/harmed as the issue was found during routine testing. The unit passed all calibrations and is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium tank does not fit in holder and lower screen is not starting. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported during the routine testing, the cardiosave intra-aortic balloon pump (iabp) helium tank does not fit in holder and lower screen is not starting. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: b5. A supplemental report will be submitted upon completion of our investigation.